Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not charge the ipg as recommended and the programmer is displaying a communication error. The ipg was explanted and replaced with a different model, which resolved the patient's issue.